Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material event could not be identified although it was confirmed that the foreign material was a stain. Based on the result of the investigation, the root cause of the biopsy channel port being scraped event could not be identified although it is presumed that endo therapy accessories or metal part of cleaning brush may have touched the biopsy channel port during insertion/withdrawal of those products which caused the event. The event can be detected/prevented by handling the device in accordance with the following instructions for use: the detection method is included in IFU bronchofiberscope bf-e2 series chapter 3 preparation and inspection. The preventive measures are included in IFU bronchofiberscope bf-e2 chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use, the bronchofiberscope showed multiple black dots in the image. There were no reports of patient harm. During incoming inspection, the forceps channel port was found shaved off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿ s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the distal sheath (a-rubber) was dirty. The image guide (ig) bundle had significant breakages. The eyepiece, up/down (ud) plate, universal cord, and connecting tube, scope cover, all have a scratch, and black spots/scratches are visible in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.